Event description:
It was reported that a patient discovered a fluid leak while using a homechoice device. The patient was connected at the time of the event. This occurred in drain cycle of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.